Event description:
It was reported that the device failed its shipping validation check because of loss of telemetry. The device was not implanted. No apparent patient involvement reported.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.